Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection at the generator site. Design history records were reviewed. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: information was inadvertently not included.

Event description:
Patient had generator explanted. No other relevant information has been received to date.